Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/16/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was pushing fluid out at an extreme amount of pressure. This occurred during a shoulder scope where a different tubing was attempted and they had the same result. There was no patient harm, the case was completed using another pump. Additional information was provided on 2/18/2024 where the sales representative stated this event occurred on 02/16/24. There was an arthrex tubing used with this pump. The pressure was set 50, boost: 30%¿ settings were changed to try to fix the issue and nothing worked. A different pump was used to complete the procedure. The issue was identified while priming the pump before it was used on a patient.

Manufacturer narrative:
Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.